Manufacturer narrative:
Argus case (B)(4).

Event description:
Ate the one tab of the cleanser because she thought it's vitamin. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) unknown for vitamin supplementation. On an unknown date, the patient started polident at an unknown dose and frequency. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: female consumer ate the one tab of the cleanser because she thought it was vitamin. For now, there was no adverse event presented. She said she did not know what type of cleanser it was.